Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 1627487-2019-06287; related manufacturing reference number: 3006705815-2019-02009. It was reported the patient's scs system was explanted and replaced due to ineffective stimulation.